Event description:
It was reported that while still in the box, the device could not be interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) initial analysis confirmed the loss of telemetry along with a slight drop in battery voltage (3.03v). The device was noted to have lost over 171 days in the device time/date memory and had many power on resets (por) recorded in memory. Physical tapping on a crystal oscillator while monitoring the pacing output revealed occasional missed beats. Following removal of the crystal package, a suspect solder connection to a pad was documented. The crystal was not found to have any anomalies in an x-ray examination and passed both a component level acceptance test and a particle impact noise detection (pind) test. The original crystal was reattached to the hybrid and monitored for over 68 hours with no additional loss of time or por events recorded. It was concluded that the suspect solder connection on a pad was the cause of the intermittent functionality.